Manufacturer narrative:
H3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified through a review of the event history log as system error 345 messages but not reproduced during evaluation. The evaluator reviewed the thermistor readings and they were within specification. No cause was identified however the ultrasonic sensor was replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.